Manufacturer narrative:
Stryker evaluated the customer's device and observed the reported issue. The device's main keypad was replaced to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
During routine preventative maintenance testing by stryker, the device exhibited a faulty main keypad. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no patient involvement reported with the event.